Event description:
The user facility reported that the batteries overheated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Based on device risk documents, instructions for use (IFU) and unit evaluation, the root cause for the reported condition is user related. The IFU 0210-100-700 include specific instructions and warnings for the user to prevent the reported condition. Warnings: before using any system component, or any component compatible with this system, read and understand the instructions. Pay particular attention to warning information. Become familiar with the system components prior to use. To remove the battery pack: warnings: do not remove the battery pack in the presence of a patient. Do not cut the irrigation tubing/power cord to remove the battery power pack from the handpiece. Failure to comply may cause electrical shock, excessive heat and/or sparks and result in injury and/or fire.

Event description:
The user facility reported that the batteries overheated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.